Event description:
The catheter broke proximal to the suture wing. Removed & discarded.

Manufacturer narrative:
The device history review showed no manufacturing issues and two complaints of similar nature from the same source. These add'l complaints are pending evaluation.